Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. E1 phone: (B)(6). G2 foreign: japan. The device was returned opened but unused in the original tyvek tray. Visual inspection confirmed there was a large white spot on the tubing. The substance was greater than 5.00 sq. Mm.. Per zpc 8.400 for sterile non-implantable devices and loose particulate a total of two particles whose individual areas do not exceed 0.60 sq. Mm in size are acceptable. As the device was returned opened it is unknown if the substance was present within the sterile packaging prior to the unit being opened. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was something like paint on the tube. The event occurred at an unknown time. There was no reported patient harm, or delay. Due diligence is complete, no further information is available at this time.